Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b4, g3, g6, h2, h3, h4, h6, h11 the reported event could not be confirmed due to lack of information. Medical records were not provided. Visual examination of the returned product identified the juggerstitch has been cycled 2 times. There were no sutures or anchors returned with the device. There are no signs of flashing and the black button functions with no issues. The flexible sleeve is bent at the distal end near the tip of the needle. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device¿s first shot failed to fire, and the subsequent two shots were fired at the same time. This did occur during a procedure but no patient harm was reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: taiwan h3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the device was activated it failed to deploy the anchor. It was attempted a second time to deploy the anchor and both anchors were deployed. There was no report of patient involvement as this did not occur during a surgical procedure. Attempt has been made to obtain additional information. No additional information has been obtained at this time.